Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the parents of the pt stated that the speech performance has deteriorated over the last months, the child does not hear. The stimulation level is very high without benefit because of the low hearing sensation.